Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified forearm shunt. After crossing the lesion with a non-boston scientific guidewire, a 5.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during initial inflation at 4 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no patient complications nor injuries reported.